Manufacturer narrative:
The reported event of error message was confirmed by the returned images. The results of the investigation are inconclusive as the device was not returned for analysis. However, based on the information received form the customer, the sites procedure logs are being cleared routinely and no further performance issues with the device has occurred.

Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the error message "contact force data is not synchronized. Check ethernet connection" was displayed. The tactisys and the precision system were reset with no resolution. The procedure was completed by using the tacticath with no contact force data. There was no adverse consequences to the patient. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.